Event description:
It was reported two locking screws are backing out of a proximal humeral open reduction and internal fixation (orif) with a locking proximal humeral plate. This was discovered two weeks postoperatively through xray. The device was reported to have been implanted on (B)(6) 2014. The fracture is translating into a varus position. Patient complains of pain. No medical intervention scheduled at this time. Plan to wait and see how patient responds. This report is for 2 screws, part and lot number unknown. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The part number, brand name, was reported only as 212.1xx. This report is for 2 screws, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.